Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 268 mg/dl and insulin is squirting out during the manual prime process. The customer had not reported the symptoms and treatment. Customer's blood glucose level went into the 268 mg/dl. The customer was assisted with troubleshooting. Customer reports insulin squirting out during the prime process. Customer states they were not wearing the pump during priming. The drive support cap appears normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion, occlusion, displacement tests or verify prime/fill anomaly due to completely broken reservoir tube lip. However, unit was received passed rewind test, prime test and excessive no delivery test. No rewind anomaly noted. Unit had severely scratched lcd window, cracked lcd window, cracked case at display window corner, missing reservoir tube o-ring, cracked case at reservoir tube window corners, missing address / serial number label and stained end cap sticker.